Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen intermittently timed out faster than expected. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.